Event description:
It was reported to philips that device does not work. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The system on module (som) board, pn: 453564489051 with sn: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the som was fully evaluated and tested. There were no error logs available. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The som was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up to a splash screen boot loop, indicating a defective som. No further testing was required. The som was defective. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The som was returned with a "does not work¿ - error. The som failed to correctly boot having a splash screen boot loop. The som was defective. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips bench technician personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating when the power was turned on, it was in the service mode displaying "equipment disable: system file.¿ the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench technician personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating when the power was turned on, it was in the service mode displaying "equipment disable: system file.¿ the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.